Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil on left too deep into lining') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), migraine ("migraines"), vaginal haemorrhage ("discharge of old blood"), back pain ("back pain") and inflammation ("inflammation") and was found to have vitamin d decreased ("vitamin d level decreses"). Essure treatment was not changed. At the time of the report, the embedded device, migraine, vaginal haemorrhage, vitamin d decreased, back pain and inflammation outcome was unknown. The reporter considered back pain, embedded device, inflammation, migraine, vaginal haemorrhage and vitamin d decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on an unknown date: ultrasound shows coil on left too deep into lining. Concerning the injuries reported in this case, the following one was reported via social media: coil on left too deep into lining. Most recent follow-up information incorporated above includes: on 19-dec-2019: content from plaintiff fact sheet received. Event back pain, migraine, vaginal bleeding, vitamin d decreases , inflammation nos were added. Reporter & patient information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil on left too deep into lining') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), migraine ("migraines"), vaginal haemorrhage ("discharge of old blood"), back pain ("back pain") and inflammation ("inflammation") and was found to have vitamin d decreased ("vitamin d level decreses"). Essure treatment was not changed. At the time of the report, the embedded device, migraine, vaginal haemorrhage, vitamin d decreased, back pain and inflammation outcome was unknown. The reporter considered back pain, embedded device, inflammation, migraine, vaginal haemorrhage and vitamin d decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: ultrasound shows coil on left too deep into lining.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: this case found to be duplicate of case (B)(4), hence this case (B)(4) should be deleted from argus central. All information was transferred to this retention case (B)(4). Reference details were added from retention case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil on left too deep into lining') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant). At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: ultrasound shows coil on left too deep into lining.. Concerning the injuries reported in this case, the following one was reported via social media: coil on left too deep into lining. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.